Manufacturer narrative:
A customer technical support (cts) had customer to stop the instrument and take off canister, which was empty, to check for cracks that might have caused the leak. It was found the quick connect was not seated properly, but no cracks were found. Cts had customer to reinstall the canister and reseat the quick connect. Customer primed the instrument; no additional leak was observed. Cts called back the customer, and confirmed that the hydro leak was fixed and that the issue has been resolved.

Event description:
A customer contacted beckman coulter inc., (bci), reporting that they are having liquid leaking from bottom of waste a canister on unicel dxc 600 pro synchron clinical system. No injury has been reported in connection with this event.